Manufacturer narrative:
Concomitant medical products: 693558, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible intermittent atrial undersensing noted leading to false termination of arrhythmia. Additionally, it was reported that the patient¿s rv lead exhibited low amplitude r-waves. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.